Event description:
Procedure: liver resection. According to the reporter: the surgeon closed the jaw on liver tissue (lateral), fired and the jaw did not open. As a consequence the surgeon used a new device from another trocar site to excise the part of liver including the first closed egia. Afterwards the surgeon tried again to open the jaw and it opened only slightly. The surgeon tried to close again, but the sulu could not be closed properly. At the end he had to pull out the egia including the trocar.

Manufacturer narrative:
(B) (4). (B) (4).